Event description:
A report has been received from a peritoneal dialysis pt who reported that when connecting to the cycler he noticed a leak on the floor and solution was leaking from the cycler. The lot is unk and there is no sample. There is no report of ill effect.